Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found with a damaged pumphead display printed circuit board assembly. This condition had the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The referenced product part was a damaged color user interface printed circuit board assembly. The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged color user interface (ui) printed circuit board assembly (pcba). To correct the condition, the color ui pcba was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.